Manufacturer narrative:
If implanted, give date: unknown, the information was not provided. If explanted, give date: n/a (not applicable). There was no indication that the lens was explanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor reported of noticing stress fractures on the injector of the pcb00 monofocal intraocular lens (iol). The cartridge tip cracked as the lens passed through the distal end of the device. It was indicated that the pcboo model has been with power down to the low 20s, so not limited to high power and that the doctor has saved the device to return that has been observed to have pronounced crack on it. It was reported that there was no injury, and that the patient is doing fine post-surgery. There was no incision enlargement, no vitrectomy and no medical or surgical interventions required. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4) .

Manufacturer narrative:
The pcb00 preloaded insertion system was received. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection using magnification was performed. No intraocular lens (iol) was observed into the pcb00 device. No deformed tip or cracked were observed on the return. The reported issue could not be verified on the return. The condition observed in the return is consistent with the sample that was handled and used. Based on the evidence observed, the preload delivery system has not been affected by the manufacturing process. No product deficiency was identified. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no other complaint for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.